Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was that internal hybrid layer capacitor (hlc) batteries on the analog pcb had depleted to less than one (1) volt. As a result, the cells of the hlc batteries were damaged and could no longer retain a charge. Further component level cause could not be determined. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio observed that all three icons (charge pak, attention and service wrench) were present on the display and that it would not power on when prompted.